Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site email), g3, g6,h2, h11. Corrected fields: b5, b6, b7. It was reported that prior to use the cs300 intra aortic balloon pump (iabp) had error 117. There was no patient involvement and no adverse event reported. No po issued. Unable to complete the repair. Unit not recommended for use. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an error 117. No patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d8, h3, h11. (Type of investigation, investigation findings, investigation conclusions). It was reported that prior to use the cs300 intra aortic balloon pump (iabp) had error 117. There was no patient involvement and no adverse event reported. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an error 117. There was no harm reported.